Event description:
It was reported that the bd syringe safetyglide 1ml w/ndl 27x3/8 ib had leakage. The following information was provided by the initial reporter: material # 303327. Batch # 3100484j1. Verbatim: rcc received a complaint via email. Item description: safetyglide tb syr-needle. Vndr item#: 30332, lot#: 3100484j1, quantity: 1, uom: 100/bx, cmt: leaking, adtl.cmts: exp - 04/30/28.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(6) follow up report for correction. Initial MDR was filed in error, pr (B)(6) will be cancelled.